Manufacturer narrative:
One (1) sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak in in the ensemble in injection site. The reported problem was verified. The cause of the condition was due to a sealing machine failure during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) all-in-one containers leaked from the port area. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
Additional information was added to codes. The second device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.